Event description:
The customer obtained negatively biased quality control results using vitros gent reagent on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient results were affected and there were no allegations of harm.

Manufacturer narrative:
The investigation determined that the microtip processing center photometer lamp was not operating as intended. The customer replaced the photometer lamp, returning the vitros 5,1 to expected operation. The root cause of the negatively biased gent results is instrument related.